Event description:
Complainant alleged that during pt set-up, the device displayed a "cannot charge" message. Complainant indicated that water was able to get inside of unit during use in a heavy rain storm. Comlainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.